Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: [inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to wear of angle wire, the bending angle in the up direction does not meet the standard value; due to wear of angle wire, the play of the up/down knob was out of the standard value; the adhesive on the distal sheath had a chip and was cracked with a white clouded area; due to clogging of the nozzle, water removal ability did not meet the standard value; the light guide bundle had slipped down; the adhesive around the objective lens was peeled; the objective lens had a scratch; the adhesive around the light guide lens was peeled; the light guide lens had a crack; the plastic distal end cover had a dent; due to damage to the charge-coupled device unit, the image had linear scratches; the bending tube was deformed; the scope connector had a crack; the grip was shaved; the paint on the suction cylinder and the air/water cylinder was peeled; and scratches were found at multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite colonovideoscope presented with an angulation malfunction. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.